Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated between the range of 250-300mg/dl. System check was performed with tandem technical support and the pump performed as intended, however the customer indicated that they believed that insulin may have been exposed to extreme temperatures. Recommendation was made that customer discuss bgs with their healthcare provider.